Manufacturer narrative:
The reported incident that locking screw anchorage ø3.5mm / l26mm was alleged of issue s-41 (poor fixation) could be confirmed. The root cause of this positioning issue has been identified as user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." [Original statement - page 5]. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During procedure, while trying to fixate the plate (put a locking screw) the screw did not tighten and went through. Event was resolved by taking off the plate and removing the screw that was effected. We replaced with another plate of the same reference number and continued on with the case without further delay or problems.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During procedure, while trying to fixate the plate (put a locking screw) the screw did not tighten and went through. Event was resolved by taking off the plate and removing the screw that was effected. We replaced with another plate of the same reference number and continued on with the case without further delay or problems.

Manufacturer narrative:
The reported incident that locking screw anchorage ø3.5mm / l26mm was alleged of issue s-41 (poor fixation) could be confirmed. The root cause of this positioning issue has been identified as user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. The device inspection revealed the following: the visual and microscopic inspection revealed marks of usage on the shaft and on head threads of the screw. Especially the proximal thread of the screw head is plastically damaged around, likely due to over-torque, when going through the plate. The damages found are typical when the surgeon is over-tightening the screw; the screw can go through the plate and the interface between the plate and the screw can deformed and damage the proximal thread of the screw head. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During procedure, while trying to fixate the plate (put a locking screw) the screw did not tighten and went through. Event was resolved by taking off the plate and removing the screw that was effected. We replaced with another plate of the same reference number and continued on with the case without further delay or problems.